Event description:
A male patient contacted lifecor customer support to report that one of his battery packs will not start the monitor. Support asked him to place his other battery pack into the monitor and charge the one that would not start the monitor. The patient states that when he places it into the charger the battery fault light goes on. A replacement battery pack was provided to the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not starting the monitor and associated battery fault light on the charger was two defective battery cells within the pack. The positive side cell and center cell of the 3 cell pack had developed an internal short, which in turn discharged the pack to 3 volts. The root cause of the shorted cells cannot be positively identified. The defective cell pack will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.